Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. It is probable that procedural factors encountered during the use of the device contributed to the coil breakage. Therefore, it was concluded that procedural factors was the most likely cause of the reported issue as the device performance was limited.

Event description:
A stent had been deployed at the internal carotid paraclinoid aneurysm neck and two microcatheters were being used for the coil embolization portion of the procedure. A coil was deployed in the aneurysm but not detached and another coil (subject device) was advanced to the aneurysm through the other microcatheter. The coil was repositioned several time when it became caught on the stent and could not be withdrawn. The physician believed that the subject device had stretched so the other coil was detached in the aneurysm. As the physician was attempting to remove the subject device it detached from the delivery wire. An attempt was made to remove the coil using a gooseneck snare but the distal 10cm of the coil could not be removed. The physician stretched the coil to the puncture site and sutured the coil in the subcutaneous part of the groin. There was no reported clinical consequence to the patient due to this event.

Event description:
A stent had been deployed at the internal carotid paraclinoid aneurysm neck and two microcatheters were being used for the coil embolization portion of the procedure. A coil was deployed in the aneurysm but not detached and another coil (subject device) was advanced to the aneurysm through the other microcatheter. The coil was repositioned several time when it became caught on the stent and could not be withdrawn. The physician believed that the subject device had stretched so the other coil was detached in the aneurysm. As the physician was attempting to remove the subject device it detached from the delivery wire. An attempt was made to remove the coil using a gooseneck snare but the distal 10cm of the coil could not be removed. The physician stretched the coil to the puncture site and sutured the coil in the subcutaneous part of the groin. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
The coil was implanted in the patient.